Event description:
It was reported that the patient expired. The cause of death is unknown and was not provided by customer. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04aug2020. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.